Event description:
Noise seen on just far field channel in iegm on hmsc. Recommended discussing sources of emi with the patient and possible lead evaluation in person if no emi was reported. Device remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.